Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and that there was a possible lead fracture. The left ventricular (lv) lead exhibited high threshold with the pacing configuration lv ring ¿ rv coil. This was the only lv pacing configuration that did not cause phrenic nerve stimulation to the patient. It was noted that the lv threshold seemed to increase even more at the same time the rv lead bipolar impedance started to increase. The bipolar part of the rv lead was capped and a new rv pacing lead implanted. The rv lead¿s coils were reused along with the new rv pacing lead. The lv lead remains in use. No patient complications have been reported as a result of this event.